Event description:
A patient reported blood glucose results of "110 mg/dl" and "15 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Medical affairs specialist spoke with patient in 2002. They explained that they could not recall any blood glucose readings obtained by the paramedics or the hosptial. They had several episodes of hypoglycemia in the past and passed out on every occasion. They were taken to the hospital on many occasions, however, they could not recall any blood glucose readings or treatments administered. The customer service representative notated that the patient obtained a "110 mg/dl" on their meter and a "15 mg/dl" on the hospital's meter. Patient confirmed that both readings were from their meter and that they could not recall any hospital readings. Patient maintains their diabetes by carbohydrate counting. They reported running successful check strip tests on a regular basis. They never performed control solution tests and had been cleaning their meter with alcohol. The customer service representative walked patient through a successful check strip test. Patient's meter was replaced due to potential malfunction of the meter in terms of precision.